Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing unexplainable high blood glucose. The customer stated they would wake up in the morning with their blood glucose ranging in the 300 mg/dl and 400 mg/dl. The customer¿s current blood glucose level was 366 mg/dl. The customer had treated their blood glucose with manual injection. Troubleshooting was performed. The customer also reported of a leaking reservoir inside the insulin pump. The customer stated they had already gone through with the insulin pump¿s settings. The customer will be sent a tubing clamp to perform the high-pressure test. The customer called back to report they received their tubing clamp. The high-pressure test was performed. They passed the test and the no delivery was presented at 3.4 units of insulin. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test.